Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: complaint description: I just did an epidural on patient (B)(6). I had to remove the epidural catheter during the first insertion - it came out frayed - just like in the photo! I have never seen that in 10 years of practice. The patient is informed; as well as the midwife (B)(6). But knowing what kind of follow-up to do I'm not sure. In addition, the used sample is not available. We do have the pictures that were shared. For the patient: there is a piece of catheter filament which remained lodged in the patient's lumbar spine. She will be seen in neurosurgery following her discharge. She had a CT scan to be able to look at the piece that was left behind.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photos were provided for evaluation. The photos were visually evaluated; it was noticed the tip of the catheter is missing and the coil is stretched. Based on the evaluation results, the most probable root cause is unable to be determined without a physical sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.